Manufacturer narrative:
A ge service representative performed an onsite investigation with customer's bio med technician. The system's cine hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported their system booted up with an error displayed and the system had a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.